Event description:
Customer was treated with novolog based on result of 398 mg/dl obtained on the compact plus system. Low blood glucose symptoms were reported 2 hours later with result of 598 mg/dl. Customer was re-tested on the same system and result of 0 mg/dl was obtained. Paramedics tested customer on professional meter and received result over 600 mg/dl. The reported values were all obtained within 10 minutes. Customer was treated with insulin and admitted to the intensive care unit of the hospital where she currently remains. Requested return of suspect device and replacement was sent.